Manufacturer narrative:
(B)(4) date sent: 9/22/2016. Batch # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device was removed from the tissue when the jaws failed to open? Were the device jaws eventually able to be opened?

Event description:
It was reported that during a laparoscopic radical gastrectomy procedure, the jaws could not open after the third firing. The surgeon operated following IFU to open the jaws but failed. The tissue was cut and stapled. Then the surgeon used another like device to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n5420e. The ec60 device was returned with the closing trigger and anvil in the open position. An ecr60b cartridge was received loaded on the device and void of staples. In addition, a clip was found lodged behind the knife, preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test was performed due the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.